Event description:
Patient called patient services on (B)(6) 12, and stated that she has a monitoring system and she doesn't know how to use it. She said one of the buttons is supposed to be yellow but she doesn't get yellow. Patient services referred the patient to her physician or st. Jude. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).